Manufacturer narrative:
The company representative examined the phaco handpiece and was not able to find any issues attributed to the reported event. The phaco handpiece was tested several times, without issue. The phaco handpiece was determined to function as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on june 8, 2016. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on may 5, 2011. The phaco handpiece was found to exhibit no functional issues. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An ophthalmic surgeon reported that there was no torsional ultrasound during a cataract procedure. The case was completed using the same handpiece with standard ultrasounds. There was no patient harm.